Manufacturer narrative:
The hillrom technician inspected the lift and was unable to find any issues with the lift; however, it was determined an installation issue with the rails was likely the cause of this event. The installation of the traverse switch has been investigated. It has been found that the opening in the rail for traverse switch rear mechanism has been out of position which caused the safety stop to operate in the hole with a grinding towards the edge on the rail hole. The customer reported that the bolts on top of the traverse switch were extremely tight. The most probable root cause is that the grinding together with the tightened bolts resulted in a friction that made the safety stop harder to operate which could have contributed to the lift coming off the tracks. The installation instruction for traverse switch, 3en680061 rev 6, states the dimensions on the holes that should be made on the rail and the torque that shall be used to tighten the bolts. The installation instruction contains pictorial illustrations of the dimensions and torque. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. The account reported that the lift is checked monthly by the account's maintenance team. The hillrom technician took the lift out of service and the third party installation company will correct the issue at the account. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating a patient was being moved on the lift when the gate became loose. The lift was located at the account. There was no serious patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).